Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to grade 3 rectocele, vaginal vault prolapse and stress urinary incontinence with concurrent vaginal vault suspension and posterior colporrhaphy using mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It was also reported that an additional mesh product was implanted. It was further reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, urinary/bowel problems, recurrence, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion; urinary/bowel problems; recurrence; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date, and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2015, by implanting surgeon due to mesh erosion. No additional information was provided.